Event description:
It was reported that the rod holding forceps broke while being clamped to a rod during an unknown procedure on (B)(6) 2015. The procedure was completed successfully with no reported time delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing date: december 14, 2001. The device history record review could not be performed as the records could not be identified due to the age of the instrument. This device is approximately 13 1/2 years old. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device (part number 388.44, rod holding forceps for 6.0mm rods, lot number a7ka46). The subject device was returned with the complaint condition ¿during an unknown procedure the rod holding forceps (388.44 lot a7ka46 mfg 12/2001) broke while being clamped to a rod. One side of the prong that holds the rod snapped off.¿ the subject device was received with one of the jaws broken (fragment not returned) as complained. The subject device drawings were reviewed. These drawings detail the appropriate dimensions, materials, and finishing processes for a successful implant coupling. A definitive root cause was unable to be determined with the provided information; however the failure mode is consistent with the application of excessive force/rough handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.